Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap gastrectomy. Anatomy involved: abdominal wall. According to the reporter: when pulling the specimen (stomach) out through the abdominal wall the endocatch 2 bag split along the seam. The patient's status is normal. Stomach contents potentially spilled into the wound. The area was irrigated and cleaned. The post op diagnosis is not known. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.